Manufacturer narrative:
Unit alarmed an error in the motor was detected by reading unexpected value from hall sensor during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unable to perform displacement test due to an error in the motor was detected by reading unexpected value from hall sensor during rewind. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.